Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultramini meter read inaccurately high compared to her feeling and or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2013 at 12:00 p. M. At an unspecified date/time, the patient stated she obtained blood glucose results of ¿174, 148 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin (levemir, novolog) and reportedly took an increased dose of insulin (levemir 10 units; novolog 2-3 units) in response to the alleged inaccurate result(s). The patient claimed, 2 days after the alleged issue occurred, she developed symptoms of ¿thirst¿. The patient denied receiving medical treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (01/20/2014)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on 1/9/2014 with the following finding: the meter passed testing, functioned properly, and no error was observed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.